Event description:
The stapler was inaccurately fired and it was found during product use.

Manufacturer narrative:
(B)(4), per DHR the product visistat 35w 6/box lot # 73a2000273 was manufactured on 01/14/2020 a total of 36,000 pieces. Lot was released on 01/28/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear to be properly aligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cartridge indicating that at least 6 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, the first staple was unable to properly form. There was some resistance felt when the trigger was pulled. This was repeated for the next staple with the same result. The device was disassembled and it was observed that the cover block was partially detached from the trigger which prevented the staples from forming properly. The cover block was manually reattached to the trigger and the stapler was reassembled. The next three staples were all able to fire properly and no resistance was felt in the trigger. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were successfully applied to the skin pad. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the staples from properly forming during functional inspection. Once the cover block was reattached to the trigger, the stapler functioned properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Therefore, the root cause of this complaint could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The stapler was inaccurately fired and it was found during product use.